Manufacturer narrative:
A ge service representative performed an onsite investigation. The sv power supply and cable assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error. The fe states that a re-boot was required in order to restore functionality. This indicates that the system locked up. There is no report of death or serious injury.